Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an abdominal wall hernia procedure, the surgeon fired the reloadable tacking device articulating the tip 65 degrees. Then, tried to remove the device through the trocar without returning the tip to the straight position. The device received forces, the tip could not articulate anymore. The device was not used on the patient. The procedure was completed with another device. There was no patient injury.